Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated as necessary.

Event description:
Boston scientific crm received information that this atrial lead was not capturing and was pacing in the right ventricle. The lead was successfully repositioned. No adverse patient effects were reported.